Event description:
Patient's mother reports that keypad buttons are intermittently responding. Patient's mother reports noticed issue a few months ago and has been getting worse. Patient does not clean pump. Patient wears pump in pocket.

Manufacturer narrative:
(B)(6). The pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.